Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cfg rac part involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate the error 25326. The unit was installed into the test system and ran a 10 minute sine cycle, 10 power cycles and sitting idle for 1 hour. There was no trouble found. Based on the information provided at this time, this complaint is being reported because a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. Log review was conducted by the tse and the reported errors were confirmed. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. Technical review: intuitive surgical, inc. (Isi) technical support engineer (tse) manager performed a review and provided the following results: the customer did not reconnect ssc1 and proceeded with the second console. The error was non-recoverable and the ssc was down.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a repeated non-recoverable fault, error 25326, was displayed. Prior to calling in for support, the customer attempted to power cycle the system with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) log review identified an error 25326 pointing to the master tool manipulator left (mtml) remote arm controller (rac) on the surgeon side console 1 (ssc). The customer informed the tse that the site was using a dual console configuration. The tse recommended to remove instruments, power system off, remove blue fiber cable from the ssc1 and power the system back on. The system powered up with no further error 25326. The customer switched to the ssc 2 and proceeded with the case. The site was completing the procedure with no reported injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The issue was confirmed based on the field evaluation. The fse replaced the cfg part on the patient side manipulator (psm) to resolve the error 25326. Following service, the system was tested and verified as ready for use.